Event description:
During the cardio intervention the outback's tip dislodged in the patient's iliac. According to the physician the tip was not retrieved from the body. It was a heavily calcified totally occluded iliac. There was no patient harm reported.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that the outback catheter tip dislodged in the patient's iliac artery and was not retrieved. The vessel was described as heavily calcified and totally occluded. There was no reported patient injury. The product was returned for inspection. One non sterile outback was received coiled inside two plastic bags. Soft tip was missing. During the microscopic analysis the welding points were observed. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure experienced by the customer was confirmed. The cause of the failure could not be conclusively determined; however procedural factors may have contributed to the failure. Neither the DHR review nor the analyses suggest that it is manufacturing related; therefore no actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.